Manufacturer narrative:
FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 8 months. The patient remains ongoing on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that on (B)(6) 2017, a driveline stiffness was observed 10 cm from the modular cable connector. The part between the driveline exit site and the inline connector was described as a little bit twisted and formable like a wire. There was no reported impact to pump function or to the patient. No additional information was provided.

Manufacturer narrative:
The device remains in use and was not available for evaluation. The report of stiffening along the pump cable was confirmed through a photograph that was provided by the account; however, a specific cause for this change in flexibility could not conclusively be determined through this evaluation. The patient remains ongoing on heartmate 3 lvas and no further events have been reported. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.